Event description:
A hospital in (B)(6) reported that an rt219 adult breathing circuit had an internal wire breakage. This was found before patient use.

Manufacturer narrative:
(B)(4) the complaint rt219 circuit kit was returned to fisher and paykel healthcare in (B)(4)method: the complaint device was visually inspected, a heater wire resistance test and continuity testing of the inspiratory heater wire were also performed using a calibrated multimeter. Results: visual inspection revealed no to the complaint device. Electrical resistance testing showed that the inspiratory limb heater wire resistance was open circuit. Continuity testing showed that the open circuit was located at the connection between the heater wire and the heater wire pin, inside the over-moulded plug. A lot check revealed no other complaints for lot number 131107 . Conclusion: the cause of the fault is insufficient connection between the heater wire and the heater wire pin. As a result, electrical continuity was not achieved for the full period of use of the product. Resistance tests and visual inspection are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire resistance became open circuit post production.